Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a knee replacement surgery on (B)(6) 2024, the attune femoral impactor handle and impactor broke whilst being used when mallet hit the locking mechanism. The attune rotating platform impactor broke when surgeon used it to impact femur. Surgery was delayed 5 minutes due to removing the fragments and finding a new instrument. All fragments were removed easily with no harm to the patient. The procedure was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that the femoral impactor broke into several pieces.